Event description:
Additional information indicated that the patient had had 'her lead wire' replaced on (B)(6) 2012. The patient stated that she did not know why it had been replaced. No further information was reported at the time of this submission.

Event description:
It was reported the patient had "the wires bulging from her back," and she could "see her wires through her skin." The reporter also stated that "it's not working." The patient had not seen a physician regarding the issue, which had been as reported for "about a month." The patient also couldn't regulate stimulation and stimulation was reported as "very painful" when the device was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v697759, implanted: 2011 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v697759, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead.